Event description:
Philips received a complaint by the customer on the v60 indicating that when the equipment was used to assist breathing, the oxygen connector was loose, causing an o2 gas leak. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. An authorized service provider (asp) confirmed that the issue was resolved by tightening the oxygen connector. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H11: the device was not in use at the time the reported issue was discovered; occurred before therapy and required a swap. There was no harm to any patient or user. It was also confirmed that the customer is not willing to clarify what the serial number of the device is. No further information will be obtained.